Event description:
(B)(6) trial. It was reported that left bundle branch (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin at the time of index procedure. The patient received loading dose 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with deployment of a 23 mm lotus edge valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. Event summary: the same day as the implant procedure, the patient developed lbbb. No action was taken to treat the event. The event was considered by the hospital to be not resolved at the time of reporting the event. The following day the patient was discharged on aspirin and clopidogrel.